Event description:
A pt reported blood glucose results of "161 mg/dl and 135 mg/dl" with a lifescan meter, performed within 10 mins of each other. The meter test strips, and control solutions were replaced.